Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). Investigation summary: material #: 364314, lot/batch #: 1299052. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while opening the bd preset¿ arterial blood collection syringe the stopper was deformed. This occurred once. The following information was provided by the initial reporter, translated from chinese to english: when opened the package, it was found that the plunger stopper was deformed, can not use. Then a normal arterial blood collector was replaced for blood collection. During the blood collection, the patient showed no abnormality or discomfort.